Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications resulting from the prolonged surgery time? No. Which tissue was being sutured when the event occurred? The clip was being used as a support for the closure of the remainder of the kidney. Sutured was used to close the opening in the kidney and a clip was being used to hold the suture. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Package lot number of the clips? Please see initial report. Please provide the applier product code and lot number? The lapraty clip applier is ka200, there is no lot number. Please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Unknown if there was a problem with the clip applier. What suture type and size was used? Vicryl 4-0. When the event occurred, was the suture placed near the hinge of the clip? Yes. Were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? The clip would not lock closed. This is the problem the surgeon dealt with and reason for the pc. Was the applier checked for damaged (jaws straight and aligned)? Yes. If the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Yes, but the clip would not lock on to the suture. It would have been under tension if it had locked than the surgeon would have pushed the clip to support the kidney closure. Could you kindly perform the follow-up attempt for the product return? As noted in the initial report, the device is not available for return, it has been discarded. Please ensure that the shipment tracking number is provided. Please provide the source or name of person providing answers to follow-up questions: (please refer to the attached email). The manufacturing records could not be reviewed as the batch/lot number is unknown. Additional h11: was surgery delayed due to the reported event? Yes. If yes, number of minutes: 10 minutes. Action taken when event occurred? Surgeon opened a new package of clips and completed the case. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. If no, explain: no fragments were created. Patient status/ outcome / consequences: no. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? No. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Is the patient part of a clinical study? No. (B)(6). Device property of: hospital. Device in possession of: hospital. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a lap nephrectomy procedure on (B)(6) 2025 and suture clips were used. During the procedure, it was reported that during a laparoscopic partial nephrectomy the surgeon reported the clip on the lapraty clip applier would not adhere to the 4-0 vicryl suture. He tried multiple times, switched clips and had to open a new package to complete the case. Procedure was delayed by 10 minutes. No fragments were created. No patient harm was reported. No adverse patient consequences were reported. Additional information was requested.